Event description:
It was reported that the patient experienced an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician fully recaptured and removed the 24mm wds from the patient. A new 20mm wds was then prepared to be used. When the wds was inserted into the was, the patient began to experience an st segment elevation. A cardiac catheterization was performed and over time the patients condition improved. The procedure was ended and there were no other complications that were reported to have occurred at this time. It was further reported that there was air confirmed to be present in the right coronary artery of the patient.

Manufacturer narrative:
H6: patient codes - air embolism e050301 added.

Event description:
It was reported that the patient experienced an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician fully recaptured and removed the 24mm wds from the patient. A new 20mm wds was then prepared to be used. When the wds was inserted into the was, the patient began to experience an st segment elevation. A cardiac catheterization was performed and over time the patients condition improved. The procedure was ended and there were no other complications that were reported to have occurred at this time.